Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation, mmdg found that the air in line sensor tested outside product specifications, however, the pump did still alarm. Mmdg was unable to confirm or replicate the overrun complaint alleged by the initial reporter. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump is delivering air to patient. They stated that they placed 460 ml of formula in the bag, and set the rate as well as the dose to 600 ml. They state that the pump continues to run after the formula is gone and pumps air. Mmdg did follow up with the complainant and they stated that the patient was "doing fine" after the incident. (B)(4).